Event description:
Scrub tech was trying to open and then close the stapler and it wouldn't open easily and/or close easily. Doctor left the dv console and scrubbed in again to see if he could get to work and he was successful in getting it closed once, but then it wouldn't open again. Dr. Asked for a new stapler, no issues with new stapler.